Event description:
Pt fell down a flight of stairs and broke her two dss slotted couplers. Revision surgery was done on (B)(6) 2012. The two broken dss slotted couplers were removed and replaced with dss rigid couplers. Please note that this is one incident with one pt where two implants are involved. The corresponding MFR reports are 3005725110-2012-0001 and 3005725110-2012-00002.

Manufacturer narrative:
Please note that the registration number is for the (B)(4) office.